Event description:
The information previously reported regarding post the device system replacement {it was refilled with gablofen 1000 mcg.ml at 220 mcg/day and the morphine was turned down to 5.5 mcg/day at 50 mcg/ml. Hcp had been turning the patient up, sometimes twice a week trying to get her back to a good effect but had not been successful. Hcp has increased her as much as 50% with no relief} will now be captured/reported within manufacturer report # 3004209178-2013-12345.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported per hcp there was no alarm and would not have been because the patient was not due for another week or so. Per hcp the pump was empty because the patient was due for a refill. The physician programmer said there should have been 4 or 5 cc¿s left in the pump but when she aspirated, it was empty. The patient was on the same dose and concentration for 10 years without issue. At the refill it was determined that there was less than six months left until end of service so the patient was referred to another physician to have it replaced. During the procedure they must have accidentally pulled the catheter out. When they tried to aspirate, they did not receive any cerebrospinal fluid. They opened up the patient¿s back and the catheter fell out. It had completely come out of the spine. A new pump and catheter were placed. It was refilled with gablofen 1000 mcg.ml at 220 mcg/day and the morphine was turned down to 5.5 mcg/day at 50 mcg/ml. Hcp had been turning the patient up, sometimes twice a week trying to get her back to a good effect but had not been successful. Hcp has increased her as much as 50% with no relief. It was clarified that at the time of the event the pump was delivering compounded baclofen 125 mcg/day, concentration 500 mcg/ml and morphine 25 mg/day at 50 mg/ml.

Event description:
It was reported that the patient felt like she was ¿stoned¿ following a pump refill on (B)(6). When the patient had gotten home following the refill, she had felt overmedicated for about six to eight hours, but didn¿t feel as though she was in trouble. At the patient¿s next refill on (B)(6), the computer showed that the pump should have contained 7.8ml of drug, but only 3ml could be withdrawn. It was reported that the healthcare professional (hcp) was thorough in making sure she was in the reservoir during the refill. The patient was monitored after the refill to assure there wasn¿t a recurrence of the issue. She left after an hour because, she felt fine and there hadn¿t been any incident. However, at the patient¿s next refill on (B)(6), the computer showed that the pump should have contained 2.44ml of drug, but was found to be ¿totally empty¿. The hcp was only able to extract a few drops, about 0.25ml, out of the tubing. It was stated that the hcp was underway with scheduling the patient for a pump replacement since there was only about six to eight months left of the estimated batter life. It was noted that the pump was typically refilled every three to four weeks because of the flow rate of 1.4ml/day. The pump was delivering morphine and baclofen.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).